Event description:
Patient was revised due to pain.

Event description:
Update: medical records received (B)(6) 2013. Revision operative report indicates the following: significant pain; squeaking and catching in the hip; stem appears to be slowly and progressively remodeling and a varus with evidence of stem loosening; significant scarring; significant synovitis in the hip and evidence of significant metal wear in hip; fibrous ingrowth around the femoral component; significant evidence of metal wear around the cup. The femoral stem was added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2013 - ppd received. Dob has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.